Event description:
It was reported that high, out of range high voltage lead impedance was observed on an asymptomatic patient via a remote monitoring system. Further lead related testing and programming change were recommended in the next visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.